Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that during the filling of the diet in the water part, the feeding set leaked.

Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. One used sample was received for evaluation and a visual inspection was performed. A functional inspection could not be performed because the line was stuck with food therefore the reported issue could not be confirmed. Since the reported issue could not be confirmed a root cause could not be determined. This complaint will be closed with no further action and will be used for tracking and trending purposes.